Event description:
It was reported that an ivc filter was implanted in a poor position. The physician then repositioned the filter using a recovery cone. Reportedly, the pt returned three months later to a different physician for a filter retrieval. Imaging demonstrated that the filter was severely tilted and had migrated caudally approx three centimeters. In addition, it was observed that one of the filter arms was detached. The filter was successfully retrieved. The detached arm remains implanted. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has not been returned to the MFR for eval to date. The investigation is currently underway.